Event description:
User reported that the device listed was in use for approximately two years when the eyelet of the tube broke. The user stated that no injury occurred due to this event. No permanent adverse effects reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.